Event description:
The customer reported an issue with the incorrect time settings on their device, which required an update. Blood glucose levels remained within a safe range, with no readings reported above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the device and follow up if the time discrepancy greater than five minutes recurred. The customer understood and acknowledged the guidance provided.